Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas, to report an unexplained loss of prime issue. Reportedly, the patient claimed there was loss of prime without the warning alarm. There was no product misuse. The issue was not resolved with training. There was no reported patient impact associated with this complaint. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Hence, this complaint will not be reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On (B)(6) 2013, the lay-user/reporter contacted animas, to report an unexplained loss of prime issue. Reportedly, the patient claimed there was loss of prime without the warning alarm. There was no product misuse. The issue was not resolved with training. There was no reported patient impact associated with this complaint. This complaint is being reported due to the unresolved loss of prime issue without the warning alert.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed loss of prime with low non-zero force had occurred. During testing, the pump rewind, load, and prime steps were performed with no loss of prime occurring. The pump was exercised for (B)(4) hours on a 1 unit per hour basal program with no loss of prime. The force sensor calibration was found to be within specifications. The pump was opened to inspect the force sensor and circuits. An unidentified low force was confirmed in the history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.